Manufacturer narrative:
(B)(4). Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with a "failure". This condition may have had the potential to interrupt delivery. It is unknown when this condition occurred. The contact did not know if the patient was involved or if there was patient/user injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be filed if any additional details become available.